Manufacturer narrative:
Obtained from returned surgeon questionnaire. Lot#: this info was not provided during the initial report. Additional info has been requested. The subject devices are instruments and not implanted or explanted. Synthes is unable to provide the MFR, 510k number or the date of MFR without a lot number or device provided.the investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number provided.